Event description:
It was reported that the pt experienced a loss of efficacy with an escalating dose. Routine tests (x-ray, CT scan) were performed (date unk) which did not show any issues with the catheter. A side port aspiration was possible, but it took 8 mins to get 3cc. The pt did not experience any withdrawal symptoms, just a dose that had escalated to a very high level without efficacy. The pt was taken to surgery. The surgeon found a leak at the site where the catheter entered the 40 degree connector. The surgeon chose to replace both the pump and the catheter. The pt recovered without sequela. The pump contained lioresal 2000 mcg/ml delivered at 900 mcg/day at the time of the event.

Manufacturer narrative:
The pump and catheter were returned for analysis. Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.